Event description:
It was reported that the arctic sun device was not cooling and would like to have it sent in for it 2000 preventive maintenance to address pumps and heater. Per sample evaluation results on 15aug2023, it was reported that the decontamination tech stated manifold double bend tube out of tank causing no flow. Observed zero bypass flow during assessment testing. The double bend tube and the chiller evaporator outlet tube were expanded. The tank seals were lifted. Completed the 2000-hour preventive maintenance procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause is device calibration set-up/pre-steps not properly followed. However this cannot be confirmed. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions for use were found adequate and state the following: "advanced setup: use the advanced setup screen to view the current settings and modify the settings for the following parameters. To modify any parameter setting, press the adjust button to the right of the parameter. Location / time settings language, number format, current time, date format, current date. The following functions can be initiated from the advanced setup screen. Download patient data: the patient data for the last 10 (ten) cases are stored on the arctic sun® temperature management system hard drive. This data is maintained when the arctic sun® temperature management system is powered down, or in the event of a total loss of power: calibration total drain save all settings as default additionally, the following information can be viewed in the advanced setup screen. Software versions last calibration date next calibration due to access the advanced setup screen: press advanced setup button on the patient therapy selection screen. The advanced setup screen will be displayed. Calibration: see arctic sun® 5000 temperature management system service manual for calibration requirements and instructions 7.4 troubleshooting assistance: for further assistance with troubleshooting, contact your distributor or medivance technical support." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling and would like to have it sent in for it 2000 preventive maintenance to address pumps and heater. Per sample evaluation results on (B)(6) 2023, it was reported that the decontamination tech stated manifold double bend tube out of tank causing no flow. Observed zero bypass flow during assessment testing. The double bend tube and the chiller evaporator outlet tube were expanded. The tank seals were lifted. Completed the 2000-hour preventive maintenance procedure on the device.